Event description:
I had essure procedure after my 3rd child. It was wonderful to begin with, no pills and no pregnancy. About a yr and a half later I started having some pretty intense sharp pains on my right side. I went to my obgyn and we began exploring for the cause of the pain. We did an ultrasound and found nothing. We then scheduled to have some labs done to check my kidneys for kidney stones. The pain was so bad at this point that I was missing work and was having to take pain medication and nothing really seemed to help. When all the labs had come back clean, the doctor then decided to do a laparoscopic procedure to see if she could find the problem. She found more than what we expected. She also took pictures of all the damage that was done. She ended up taking out 1.5 of my tubes. The coils had began to protrude out of the tubes which is what was causing all the pain. Since the removal of my tubes I have been pain free.